Event description:
It was reported that; "temperature fluctuating and too high, 50+ degrees c. Spoke with head maintenance, maintenance personnel did not know how to take out and clean the cartridge. Maintenance turning up the temperature because it was too low, temperature was too low because the cartridges were dirty. Clean fill cartridge and adjusted the fill temperature to 42 degrees c. Explained to head maintenance to educate maintenance staff not to adjust the temperature without cleaning the fill cartridge." Reference mft report # (B)(4).